Manufacturer narrative:
The replaced main keypad assembly is not available for the further evaluation. The cause of the reported issue was determined to be due to an inoperative main keypad assembly.

Event description:
A customer contacted physio control to report that their device would no longer properly respond to shock button press. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. After the main keypad assembly was replaced and some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
A customer contacted physio control to report that their device would no longer properly respond to shock button press. There were no reports of adverse effects to the patient as a result of the reported issue.